Event description:
Literature: tagliati m, jankovic j, pagan f, et al. Safety of MRI in patients with implanted deep brain stimulation devices. Neuroimage. 2009; 47(supp 2): t53-t57. Summary: this article presents a survey of the safety of MRI in parkinson's disease patients implanted with deep brain stimulation (dbs) devices per the review of a questionnaire completed. Reportable event: one patient experienced implantable neurostimulator (ins) failure after MRI. The MRI used a 1.5t magnet. The type of device failure was not specified. The ins was replaced. The patient recovered without neurological sequela.